Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that implantation of an impella 5.5 was difficult due to the small size of the patient's vessels so a direct aortic approach was used. The guidewire became displaced and the patient experienced ventricular fibrillation requiring resuscitation and defibrillation. Later, the impella became positioned toward the mitral complex. Hemolysis and possible ectopy was also noted. The impella was explanted.

Manufacturer narrative:
The investigation of delivery issues, vt/vf, positioning issues, and hemolysis has been completed. The impella device and data logs were received for investigation. Delivery issues: the clinical details reported that "the attempted with 0.18 wire, wire became displaced, device able to be advanced into lv cavity." The guidewire was not returned. Due to a lack of clinical details on how the wire became displaced, the root cause of the delivery issues cannot be determined. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issues: the clinical stated that on the 5th, the device was repositioned. On the 6th, it was stated that overnight the pump was positioned towards the mitral complex. This was the third time the pump was malpositioned and ended up causing hemolysis. The data logs show frequent impella position in aorta and impella position unknown alarms. Based on the clinical details, the root cause of the positioning issues is most likely due to use as the pump was malpositioned multiple times during the case. Hemolysis: the clinical stated that on the 5th, the device was repositioned. On the 6th, it was stated that overnight the pump was positioned towards the mitral complex. This was the third time the pump was malpositioned and ended up causing hemolysis. The data logs show frequent impella position in aorta and impella position unknown alarms. There were no spikes in motor current or any trends in the placement signal. The returned product had biomaterial on the impeller, but the cause of that is unknown as there was no ingestion signatures in the logs. There were no damages noted with the product. Based on the clinical description and data logs, the root cause of the hemolysis is most likely due to improper positioning of the device. Thrombus: thrombus was added based on the returned product investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.